Event description:
The advocate called on behalf of the customer. She stated that he tested his blood glucose using his contour meter and received readings around 350 and 400 mg/dl. The customer's glucose was tested using another method and the reading was around 100 mg/dl. The difference between the readings falls into the "c" and "d" zones of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The advocate did not have the meter or testing supplies with her at the time of the call, so no product info was obtained. No product will be returned for eval.

Manufacturer narrative:
The advocate did not have the meter or test strips with her at the time of the call. Its' not possible to obtain the manufacture date without a meter serial number or reagent lot number.